Event description:
A customer reported encountering error code 42 on their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the error code did not reappear. The customer was able to successfully start their sensor session.